Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator was unable to get sensing or capture on the right atrial (ra) lead. The ra lead was never implanted. No patient complications have been reported as a result of this event.